Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported their battery went down to nothing the day before yesterday. Pt said they recharged their implant to 100% and when they went to check their therapy settings, it looked like their program was set to 0 and they were in group d. Pt raised program 2 in group d to 4.8, but they couldn't get anything on program 1. Agent asked, pt said program 1 was still at 0.0 and program 2 was at 4.8 , and when they press the up arrow, only program 2 changes and it went to 5.2. Pt mentioned they did group a, b, and c for 10 days each. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of manufacturer representative. Additional information was received, it was reported the patient saw their representative (rep) on april 1st because every morning the settings were zero. The rep was able to fix that issue. The rep also gave the patient new settings because therapy was not doing the trick. Rep gave patient instructions when to switch to other groups. Patient stated when they switch to one group, it was buzzing too much, after 3 days patient quit on the 29th of may. Patient then kept track and recorded when stim was buzzing too much in june. Patient noticed it buzzed more if they were more active or leaning back and sometimes it would buzz quite a bit and stop on its own. Most mornings was ok. Reviewed not to increase if stim is uncomfortable. Redirected to hcp. Additional information was received, it was reported the cause was not determined. A representative fixed the issue and the issue was resolved.